Event description:
The olympus stone management sales specialist was informed by the nurse at the user facility that the high frequency resection electrode, plasma loop ¿broke¿ upon initial clinical use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
As part of the investigation, olympus followed-up with the nurse at user facility to obtain additional information and status of the returned device, but with no results. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct b5 to add details inadvertently left off the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
During the procedure, when the doctor tried to use the device, he immediately noticed it was not working appropriately. A new plasma loop was used to complete the procedure without a delay. The device was inspected before use and it worked appropriately.